Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found enclosure and both covers to be cracked, pcb and power switch noted to require upgrades. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was then filled with water and powered on. The reported customer complaint was able to be confirmed during testing as a result of a faulty heater. The problem source however has been determined to unknown.

Event description:
Information was received that device current is reading high, tripping all of their equipment when powered on. No adverse effects reported.